Manufacturer narrative:
The fuses was returned to the manufacturer for analysis. Analysis found that the reported issue could not be confirmed; both fuses were intact and were not blown. The battery was returned to the manufacturer for analysis. Analysis found that the reported issue could not be confirmed; no failure was found. The uninterruptible power supply (ups) was returned to the manufacturer for analysis. Analysis found that the reported issue could not be confirmed; no failure was found with the returned ups. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received, it was reported that after replacing the battery, the system will not power on. Technical service had the representative confirmed that there were no leds on the back of the ups for ac, battery. Technical service had the representative disconnect the battery and all cables to only have the ac input, power switch, and network cable plugged in. This caused no difference. They had checked the connection between the internal and external power cable and it was secure and reseated. This caused no difference. They did not have a multimeter to check fuses. Technical service was shipping replacement fuses, a ups, and battery for the main cart.

Manufacturer narrative:
H3) a medtronic representative went to the site to test the system. The system then passed the system checkout and the system performed as intended. They replaced the uninterrupted power supply battery. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 9735773, serial/lot #: unknown, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that prior to a case, the main cart monitor shut off. The representative was able to move the system to a different outlet and it booted up normally multiple times. After 30 minutes, the main cart monitor powered off again. The representative booted the system back on and the main cart battery charge flickered to 0% . Technical service recommended that the representative disconnect the main cart battery from the uninterrupted power supply for a case later. There was no patient present.